Manufacturer narrative:
The event occurred in india during routine check. It was reported that one hl20 pump displayed the error message ¿runaway¿. No harm to any person has been reported. According to the hl20 service manual the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. A getinge field service technician (fst) was sent for investigation and repair on 2026-03-23 and 2026-03-27. Upon investigation the reported error message: "runaway" could not be reproduced. However the optical tacho board was replaced as a preventive measure. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. Due to the age of the device and defect part optical tacho board (over 20 years old), the most probable root cause was determined as age related failure of the optical tacho board component. The review of the non-conformities has been performed on 2026-04-02 for the period of 2005-05-31 to 2026-03-20. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2005-05-31. In addition a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (hl 20) has been manufactured on 2005. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
The event occurred in india during routine check. It was reported that one hl20 pump displayed the error message ¿runaway¿. No harm to any person has been reported. According to the hl20 service manual the error "runaway" indicates that the pump head speed is exceeding the amount set at the pump rotary knob by more than 10%. Since the reported failure can lead to an unintentional pump stop. Therefore, a report is required in the us. Complaint ID: (B)(4).